Event description:
According to the complaint, a customer ran a sample on an abl90 flex analyzer ((B)(4)). During the run, the blood reversed which caused blood to spray into the customer's mouth and nose. The customer did not use radiometer syringes. The customer did not use the required safety shield. The patient was (B)(6) and the therapist will undergo further testing.